Manufacturer narrative:
(B)(4). Date sent: 10/26/2017. D4: batch # p91x39. Device analysis: the analysis results found that the er320 device was returned inside its package unopened. Upon visual inspection, it was observed that the tyvek and blister from the packaging were damaged; it were noted to have holes in the tyvek and blister, the holes were noted to be from the outside in. In addition, a foreign matter was noted to be inside, then the packaging was opened and the instrument was disassembled in order to evaluate the condition of the internal components and the handle post were noted to be broken. The foreign body was confirmed to be the handle post. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. No conclusion could be reached as to what may have caused the damage in the handle post. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Corrected data: g6. This report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #1.

Manufacturer narrative:
(B)(4). Batch #unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a laparoscopic unknown surgery, it was found that the package was damaged and there was a hole that looked like a staple puncture. Moreover, a foreign matter was found in the package. The devices was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.